Event description:
Device malfunction: premature deployment. Time of malfunction: during unpacking. Symptoms/ae: none. It was reported that while taking the device out of the package, the stent was found to be partially deployed. The stent was not used or flushed. A second xpert stent was used to complete the procedure. There was no patient involvement. No additional information available.

Manufacturer narrative:
Evaluation summary: investigation of the complaint device showed a partially deployed stent by three strut rows, while the device did not show any signs of usage. The outer tube was located over the distal marker band and the tuohy borst valve was closed. The metal shaft showed a bending that could have been caused by the user during unpacking of the device or during packaging for returning the product. The device did not show any contamination or other damages. Flushing and guide wire compatibility was performed. The stent was fully deployed and did not show any abnormalities. This type of failure mode will continue to be monitored. A review of the device history did not produce any findings relevant to this report.